Manufacturer narrative:
According to the clinical manager, the blood lines were discarded. Available medical records have been reviewed. The clinical investigation reveals the following: according to the available information, there was no documentation in the medical record supporting a possible association between the saline solutions, hemodialysis machine, extra corporeal circuit, dialyzer, acid bath, bicarbonate bath, and the event of cardiac arrest. Hemodialysis (hd) patient w/end stage chronic renal failure are at an extraordinary risk of death. In the united states renal data system (usrds) database, the single largest specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest. Sudden cardiac arrest is the sudden cessation of cardiac activity so that the victim becomes unresponsive, w/no normal breathing and no signs of circulation (B)(6). In this event, the patient became unresponsive during the 3rd hour of treatment, required CPR, and was sent to the emergency room via ambulance. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A report was received from a facility indicating a patient became unresponsive during hemodialysis. The injury was described as a "cardiac arrest". The patient required CPR and was sent to the hospital via ambulance. Upon follow up w/the file contact, it was reported the end stage renal disease (esrd) patient on hemodialysis was not a regular patient of the facility. He was visiting from out of town and having his second treatment. The ultrafiltration goal was 5.3l. Treatment time was 4hrs 15 min. Approximately three hours in to treatment, he became unresponsive and required CPR. He was transported to the ER via ambulance. No further information was known. From medical records: dialysis prescription treatment time 4 hours 15 mins, 2 potassium, 2.5 calcium acid bath, machine setting - 38 bicarbonate, blood flow rate 350ml/min, dialysate flow rate set to autoflow 1.5 optiflux, 180nre dialyzer, ph 7.0, machine temperature-36.0, machine conductivity 14.0, pre-treatment weight 111.30kgs (5.3kgs over estimated dry weight of 106kgs.

Manufacturer narrative:
The complaint sample was returned to the manufacturer for evaluation and the complaint cannot be confirmed. No damage or irregularities were noted. Additionally, batch records were reviewed for the dialyzer lot and did not determine a probably cause for the reported complaint. The lot passed pyrogen testing and met all release criteria.